Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 519 mg/dl; cause unknown. Reportedly, due to the elevated bg level, the customer required assistance in administering a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.